Event description:
A cracked and shattered touchscreen on a pump was reported after it was dropped and hit the ground. There was no adverse impact to the customer¿s blood glucose level. The customer was able to interact with the pump using a mobile app and planned to continue using the current pump until a replacement, equipped with updated software, was received. Tandem technical support confirmed the shipping address for delivery with a signature requirement and instructed the caller on necessary steps, including putting the old pump into storage mode and returning it within 10 days. A replacement pump was sent by tandem technical support.